Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The long and diffused target lesion was located in a tortuous and severely calcified coronary artery. After post-dilation, a 38 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, difficulty to cross the lesion was encountered and it was noted that the stent struts were deformed. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage along the mid-section struts. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The long and diffused target lesion was located in a tortuous and severely calcified coronary artery. After post-dilation, a 38 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, difficulty to cross the lesion was encountered and it was noted that the stent struts were deformed. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.